Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100822796. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100840568. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with size incorrect for patient may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was subsequently performed, during which the cuff was explanted, resized, and replaced with a new 4.5 cm cuff. Suspected tissue atrophy was identified as the probable cause. No additional patient complications were reported.